Manufacturer narrative:
The customer reported that the AED will not power on. The maintenance schedule is reported as monthly. Communication with the customer: the customer stated they have been testing the unit monthly, but not checking the asi in between checks and was ignoring the red asi warning. The customer also stated the pads are expired. Referred to distributor for replacement and advised to keep the AED out of service until replacement parts are received. Reviewed proper maintenance and advised the customer to contact the manufacturer if any additional technical support is needed. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications.should additional information be received, a supplemental MDR shall be filed.

Event description:
The customer reported that the AED will not power on; the asi is red. The reported event did not occur during patient use.